Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9, h4. Corrected: d4 catalog. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported the initial surgery was tsa (total shoulder arthroplasty) completed on (B)(6) 2017. The revision surgery performed on (B)(6) 2025 was due to pain caused by a traumatic subscapularis tendon rupture. It was thought that wear of the glenoid component may also be involved. In the revision surgery, the head was removed, and the glenoid component was extracted. It was confirmed that the glenoid component was worn. The surgeon then used a thin-bladed chisel to remove the unite body, leaving the stem in place. The surgeon then reamed the scapula, fixed the metagrene with screws, and placed the glenosphere. The surgeon adjusted the humerus retroversion angle to 20°, placed the epiphysis, and then inserted a 383 cup to complete the operation. There was no surgical delay and no harm to the patient. No further information is available.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.